Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.

Event description:
It was reported that the workstation on the 9600+ system is not communicating (no boot) with the c-arm. There was no report of pt injury.